Event description:
It was reported that pump charging port was flimsy and required bending to charge. There was no reported impact to the customer¿s blood glucose level. Customer did not want follow-up, no battery logs were available, and no additional information was received regarding the outcome of the event.